Event description:
The customer's family member called to report that the pump was not giving the no delivery alarm and the customer was admitted to the hospital for high bgs. The customer has been disconnected from the pump since the hospitalization and is on insulin drip. Family member stated that they called prior for the same reason but was unable to do any troubleshooting at the time. Troubleshooting was completed during this call. The pump did not pass the high pressure test.